Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal vancomycin 1g (frequency and duration not reported) and intraperitoneal fortum 1g for fourteen days (frequency not reported) for peritonitis. Action taken with dianeal therapy was not reported. Four days after the event onset the patient was discharged from the hospital. Recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, it was reported, on an unknown date, the patient¿s peritoneal effluent was clear and the patient had recovered from peritonitis (previously not reported). Should additional relevant information become available, a supplemental report will be submitted.